Event description:
Same case as 2134265-2012-00626. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the proximal right coronary artery with 100% stenosis and was 36 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 28mm taxus liberte stent and another 3.50 x 16mm taxus liberte stent, with 0 % residual stenosis. In addition, a non-target lesion located in the 1st posterior lateral with 100% stenosis and 8mm long was treated with balloon angioplasty with resulting 20% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted to the hospital with complaints of lightheadedness and dizziness with near syncope along with some mild diaphoresis. The patient was experiencing arm aching and chest discomfort with exertion or cold over the past few weeks. He also had a stress test in (B)(6) 2011 which revealed both inferior scar and inferior ischemia with wall motion abnormality. Laboratory results revealed troponin to be negative. The patient was referred for cardiac catheterization. The next day, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and prasugrel. The patient was discharged home on medication and cardiac diet.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).